Event description:
Reportedly, the device could not be interrogated with three different programmers on (B)(6) 2017. No led was lit on. No issue was observed during the previous follow-up which was reportedly performed on (B)(6) 2016. Preliminary analysis showed that the reported event was attributed to an internal interference that locked the circuit controlling the inductive telemetry function into a wrong state, leading to inductive telemetry deactivation. Following livanovas recommendations, a recovery procedure was performed for this patient on (B)(6) 2017, resolving the inductive telemetry issue.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the device could not be interrogated with three different programmers on 18 and 20 november 2017. No led was lit on. No issue was observed during the previous follow-up which was reportedly performed on 8 february 2016. Preliminary analysis showed that the reported event was attributed to an internal interference that locked the circuit controlling the inductive telemetry function into a wrong state, leading to inductive telemetry deactivation. Following livanovas recommendations, a recovery procedure was performed for this patient on (B)(6) 2017, resolving the inductive telemetry issue.